Manufacturer narrative:
25-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Sharp metal part has stabbed under mouth...cut under lip - skin [skin laceration] under lip...bleed - skin [skin haemorrhage] toothbrush head has come off - oral-b [device breakage] case narrative: consumer via e-mail stated that while brushing their teeth, the oral-b toothbrush head came off of the oral-b toothbrush and the sharp metal part stabbed under their mouth causing a cut under their lip that bled. No serious injury was reported. 24-jul-2023 follow up via digital safety assessment survey: the consumer was a 20 year old male. No serious injury was reported. 25-jul-2023 follow up via e-mail: the suspect product lot was bh944 42324. No serious injury was reported. 26-jul-2023 follow up via digital safety assessment survey: the consumer reported that he had to stop the bleeding with a tissue. No serious injury was reported.

Event description:
Sharp metal part has stabbed under mouth...cut under lip - skin [skin laceration] under lip...bleed - skin [skin haemorrhage]. Toothbrush head has come off - oral-b [device breakage.] Case narrative: consumer via e-mail stated that while brushing their teeth, the oral-b toothbrush head came off of the oral-b toothbrush and the sharp metal part stabbed under their mouth causing a cut under their lip that bled. No serious injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 20 year old male. No serious injury was reported. (B)(6) 2023 follow up via e-mail: the suspect product lot was bh944 42324. No serious injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer reported that he had to stop the bleeding with a tissue. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.